Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, replaced door winch assembly and upgraded door slides. Reset door count and performed a system checkout, system was operational. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000273, product ID: bi71000429. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that the site said the gantry was not opening or closing properly. There was no patient involved.